Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th july 2025, it was reported by an arthrex's employee via email that for 2 units of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor pulled out. For the 1st ar-1934bcf-2, the anchor pulled out when taking hand shank out. A 2nd ar-1934bcf-2 was changed to, but the same issue happened again. This was detected during a labral suturing surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1934bcf-2. There is no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15327842 was received for evaluation. Visual inspection revealed that the anchor was bent, broken, and its threads were damaged, indicating that excessive force had been applied to it. No damage was observed on the shaft, handle, or remaining sutures. A functional test was performed by moving the sutures on the anchor, and no resistance was found. The most likely cause of the reported failure was user error, including improper bone preparation and/or incorrect insertion angle.